Event description:
Information received indicates the when the left head siderail knee control is pressed, it is causing the hi/low function to activate.

Manufacturer narrative:
The technician found pinched wires and fluid damage within the siderail. The technician replaced the siderail wiring to repair the bed.